Event description:
Implanted in 2001. Approximately two months post-op, routine x-rays showed that a screw had backed-out a few millimeters. Patient is asymptomatic. Not reported to have been explanted.